Event description:
It was reported one day post implant that the patient was experiencing chest pain. The right atrial (ra) lead was suspected for lead perforation. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.